Event description:
It was reported that the patient had a moderate incision infection definitely related to the implant procedure. Medication was provided as a result. The device history records of the generator and lead were reviewed. The sterility of the products prior to release for distribution was verified. No further relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR?, code 81: device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device h3 device evaluated by MFR, corrected data, inadvertently didn't provide code 81 and the reason why detailed in h10. In the initial MDR.